Manufacturer narrative:
Per report, "the rubber stopper got caught and blood free flowed out onto the patient and nurse." The customer reported, "vacutainer was attached to j loop extension of IV after IV was properly inserted into patient's vein. First tube was successfully filled. Second tube was placed in vacutainer, once it was filled and removed the vacutainer proceeded to leak blood onto the patient and could not be stopped until the vacutainer was disconnected from the j loop. They are fine. Patients were a little scared when they saw their own blood gushing out of the vacutainer. " there were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "the rubber stopper got caught and blood free flowed out onto the patient and nurse."